Event description:
Hurt while trying to wear heat wrap [injury associated with device]. Case description: this is an initial spontaneous report from a contactable consumer. This (B)(6) male consumer started to use heat wrap (thermacare lower back and hip, wrap) at an unk frequency on (B)(6) 2011, for back pain. The relevant medical history and relevant concomitant medications were none. The consumer reported that he bought a heat wrap which can be used for a person with a waist of 35-47 inches and he had a waist of 40 inches; however it was small for him and could not use it, he further mentioned that he stretched the heat wrap and got hurt while trying to wear it on (B)(6) 2011. The relevant lab test was none. The last action taken with heat wrap was unk at the time of report. The therapeutic measures taken in response to the reported events, if any, were unk. Clinical outcome of the event was known at the time of the report.